Event description:
A 16 french silicone f/c was placed in a female pt prepping for nephrectomy. The balloon ruptured and slid out of pt. No injury to pt. Placed another catheter without difficulty. FDA safety report ID# (B)(4).